Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized after the event. The pd catheter was removed and the patient was transferred to permanent hemodialysis. At the time of this report, the patient has not recovered from the peritonitis event. The reporter declined to provide additional information.